Manufacturer narrative:
Summary of evaluation: evaluation results as received form howmedica leiginger gmbh suggest that this event would not be associated with device but rather would related to user technique.

Event description:
It was reported that three twist drills bent and/or snapped during their test spins. Each drill was loaded into hall handpiece which was powered by a nitrogen source. It was noted that the power source was at 110 when the first drill bent. The powersource was turned to 60 for the second and third bits, which resulted in the bending/breaking of these drill bits. The twist drills never came in contact with the pt. There were no adverse consequences to the pt as a result of this event.